Manufacturer narrative:
A4 - add patient weight.

Manufacturer narrative:
A4 - patient weight.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient underwent an unrelated surgical surgery. And the ipg was not placed in surgery mode. Surgical intervention may occur, later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.